Event description:
It was reported that during a stent procedure, the stent delivery system (sds) was unable to cross the lesion. The sds was withdrawn into the guiding catheter, and the stent was no longer on the sds. The stent was retrieved from cx with a snare. Pt was reported to tolerate the procedure.